Manufacturer narrative:
The thermogard ivtm system (s/n: (B)(4) was returned to zoll for evaluation. Visual inspection was performed and no issues were reported. Review of the archive data showed a tcmid: 06 error message (ce post failure) occurred near the reported date of event. Further investigation of the unit revealed the heater resistance was out of specification. To resolve the issue, the system heater was replaced and the system evaporator was sealed to isolate against future condensation. The unit was functional tested and no further issue was observed. In summary, the primary complaint was confirmed during the archive review. The system heater was replaced to resolve the thermogard xp ivtm system displaying tcmid: 06 error message. A faulty heater is the likely root cause of the tcmid: 06. The system was functionally tested after the replacement of the system heater, no faults displayed. The thermogard tgxp went through functional, calibration, and electrical safety testing. The system passed all final tests. The thermogard xp ivtm console is a reusable device and was manufactured on 03/22/2012. Therefore, this type of issue found during inspection is characteristic of normal wear for the life of the device.

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4) displayed a tcmid: 06 error message (ce post failure) at start-up. Another thermogard xp ivtm console was used to continue and complete the patient's temperature management therapy. There are no known patient consequences reported following the event